Event description:
Liner dissociated from femoral hip head. Bipolar liner/shell assembly remained intact, floating in the acetabulum. Pt suspected to have fallen or ambulatory without supervision or assistance.

Manufacturer narrative:
The condition of the explanted components was unremarkable as determined form their appearance and dimensional analysis. The measured dimensions of the explants are consistent with those which are expected after implantation, along with minor damage due to attempts at closed reduction or extraction at revision. The dimensional information available indicates that the devices were manufactured in accordance with specified tolerances and materials were not defective. The cause of the disassociation of the inner head from the liner may have been during closed reduction and was secondary to dislocatin from the acetabulum. However there is not sufficient data to pinpoint the cause of the original event and the subsequent dislocation. At this time jjpi considers this file to be closed.